Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was low bipolar resistance on the lead and bipolar resistance was lower than unipolar indicating a possible inner insulation degradation. The lead remains implanted and in use with no further problems or complaints reported on the device/lead or from the patient.